Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridges with 300 units of insulin. The customer¿s blood glucose level was 250 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.